Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
A patient reported undergoing primary breast reconstruction with two 400cc mentor memorygel breast implants. Post-operatively, the patient suffered a right breast that is really low and painful and a left breast that is tight and painful. The patient was diagnosed with left breast capsular contracture (baker grade iii-IV). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On april 17, 2024, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2024. The patient was also diagnosed with mastodynia, bilateral breast pain, change of shape on the left breast and descent of the right breast. Imaging found the implants intact. The patient was also diagnosed with right capsular contracture (baker grade I) and ptosis. The patient's implants were scheduled to be replaced with two 405cc mentor memorygel xtra breast implant catalog: smpx405. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain, ptosis.

Manufacturer narrative:
On may 14, 2024, mentor received additional information indicating that the patient was also diagnosed with bilateral breast deformities. The patient's implants were replaced with the following devices: (left) 405cc mentor memorygel xtra breast implant, catalog: smpx405, lot: 9987630, sn: (B)(6); and (right) 405cc mentor memorygel xtra breast implant, catalog: smpx405, lot: 9987630, sn: (B)(6).

Manufacturer narrative:
On march 5, 2024, mentor received additional information that the patient's left breast capsular contracture is baker grade IV. The right is reported to be feeling normal. Imaging found no rupture and explantation date is still pending.